Event description:
The device was used during thoracoscopic bullectomy procedure. Reportedly, the instrument would not open. The surgeon had to perform a laparotomy to remove the device. The hosp has reported that the pt's condition is satisfactory.